Event description:
It was reported to philips that the device's battery was dead. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced battery dead. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered and will be installed when received. The device remains at the customer site and no further evaluation is warranted at this time.